Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a hemostasis valve blood leak was noted after ablation catheter into the sheath. The sheath set was replaced, and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.